Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units screen is not working. There was no patient involvement.

Manufacturer narrative:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had a issue of screen is not working. No patient involved. A getinge field service engineer (fse) could not duplicate lcd failure not working replaced display w/ rtv bead sea as an precautionary measure and performed passing full functional test . Unit returned to clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received display w/ rtv bead sea display with a reported unit failure of blank screen upon bootup.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed display w/ rtv bead sea display into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W.the fat proceeded to boot up the cs300 test fixture. When the system booted up the fat observed that the display was blank. The fat was able to replicate the failure that the customer experienced.the display failed testing.retaining the display in the fat per procedure number (B)(4) rev.aq the non conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a